Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severe calcification from the distal lmt to the lad with moderate vascular tortuosity. There was resistance at the lesion site during delivery, so the catheter was removed from body, and the stent was recovered. At that time, deformation was confirmed at the tip of the stent when visually inspected. The device was not used anymore.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation showed that the balloon is well folded and shows no signs of inflation. The stent is mildly deformed at its distal end, i.e. Few struts are bent outwards. Microscopic inspection of the exposed balloon surface revealed stent imprints, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Please note that the IFU advises the user to pre-dilate the lesion using a recommended balloon diameter that is 0.5 mm smaller than the reference vessel diameter and the length equal to or shorter than the target lesion length.